Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a report of infection after mesh was implanted.

Manufacturer narrative:
We are unable to fully investigate this report as no product code or lot number was supplied. Clinical evaluation: the c-qur v-patch is provided sterile and is intended for use in soft tissue deficiencies such as hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a supportive material. The packaging should be inspected prior to use to ensure its integrity and the sterility of the product. Any surgery that causes a break in the skin can lead to a postoperative infection. Doctors call these infections surgical site infections (ssis) because they occur on the part of the body where the surgery took place. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. An ssi may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for ssis include a compromised patient, elderly and/or overweight patients, and patients with weakened immune systems and diabetes. Healing and infection poses a greater challenge for people living with these health issues. This is partly because of medications prescribed such as steroids which decrease the inflammatory process. Steroids may actually increase risk of wound infection, and delayed healing of open wounds. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. The instructions for use (IFU) advise that handling of the mesh should be with clean sterile gloves and/or instruments. The IFU also states that complications may occur with the use of any surgical mesh including, but are not limited to, inflammation and infection.